Event description:
Hcp reported the patient had an infection. The device was explanted and returned to the manufacturer for analysis. The patient was seen in the clinic in 2002. A follow up report will be sent when additional information is received.